Event description:
Two pts had placement of microvasive peg tubes. Both pts pulled out tubes with ease. Physician is concerned that because of the tube's design pts have ease in pulling tubes out, requiring replacement. The second event took place on 2/23/99. Both events reported to MFR.

Event description:
Two pts had placement of microvasive peg tubes. Both pts pulled out tubes with ease. Physician is concerned that because of the tube's design pts have ease in pulling tubes out, requiring replacement. The second event took place on 2/23/99. Both events reported to MFR.